Event description:
Caller reported that the t: slim x2 pump battery would not charge and mentioned that this issue had occurred a few days prior. There was no adverse impact to the customer¿s blood glucose level as the battery charging issue did not lead to a pump shutdown or an inability to turn the pump back on. The customer resolved the charging issue by using non-tandem charging supplies, although they were informed by technical support that using third-party chargers is not recommended unless for troubleshooting. A replacement tandem wall adapter and charging cable will be sent, along with a replacement pump due to another unrelated issue.